Event description:
Reporter alleged blood glucose measured "hi" back to back with a result of 250 mg/dl when testing was performed within less than 5 minutes of each other. It was stated no actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.